Manufacturer narrative:
(B)(4). Device returned for analysis. The hypotube, collar, distal shaft and tip were microscopically and tactile inspected. Inspection revealed a partial separation, and there were numerous kinks in the hypotube. Inspection of the remainder of the device, apart from the observed damage, revealed no other damage or irregularities. The investigation conclusion is operational context as the product meets the design & manufacture specification but due to anatomical/procedural factors encountered during the procedure, performance was limited. (B)(4).

Event description:
Reportable based on device analysis completed on 12-dec-2017. It was reported that crossing difficulties occurred. The 88% stenosed target lesion was located in the severely tortuous distal right coronary artery (rca). A guidezilla¿ guide extension catheter was selected for use to deliver a non bsc balloon. However, the guidezilla was unable to cross the lesion due to angulation of the lesion. Procedure was not completed due to this event. No patient complications were reported and patient's status was stable. However, device analysis revealed a partial separation in the hypotube.